Event description:
It was reported that the device displayed all three (charge pak, attention, wrench) icons. The reported problem could be an indicative of a device that would fail to power on and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device could not power on and it was observed that the internal hlc batteries were nearly completely drained. The cause of the reported power issue could not be determined. The customer received a replacement device.